Manufacturer narrative:
(B)(4). Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the sleep current measurement fell within specifications. The high sleep current measurement appears to be isolated to pcba2.

Event description:
The customer reported via phone call that the insulin pump had replace battery alert. The customer¿s blood glucose level was unknown. The customer received a low battery alert prior to the replace battery alert or replace battery now alarm and the battery was not previously used. Customer stated that the battery cap was not loosed, cracked or damaged. Troubleshooting was performed for replace battery alert. Customer stated that these was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The customer was advised to the insulin pump would need to be replaced and they may continue to wear insulin pump until replacement arrives. The insulin pump will be returned for analysis.